Event description:
It was reported that there was a foreign particle on the unit. It was further reported that there was no pt involvement and no adverse consequences.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.